Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included uterine prolapse. Concomitant products included lambrolizumab (pembrolizumab), medroxyprogesterone acetate (depo-provera), morphine and vicodin (norco). In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In october 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On 28-oct-2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (to remove essure implant / hysterectomy). Essure was removed on 28-apr-2010. At the time of the report, the pelvic pain had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, dyspareunia and dysmenorrhea most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), lower abdomen pain, patient did not undergo essure confirmation test" were added. New reporter were added. Product implant date was updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") in an adult female patient who had essure (batch no. 626626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included uterine prolapse. Concomitant products included lambrolizumab (pembrolizumab), medroxyprogesterone acetate (depo-provera), morphine and vicodin (norco). In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (to remove essure implant / hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, dyspareunia and dysmenorrhea. Most recent follow-up information incorporated above includes: on 9-oct-2018: plaintiff fact sheet received. Lot number added. Date of insertion were update from (B)(6) 2008 to (B)(6) 2008. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") in an adult female patient who had essure (batch no. 626626,626828) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included gravida ii, parity 2, adenomyosis uteri, vaginal delivery (2) and gestational hypertension. Previously administered products included for an unreported indication: mortin and codeine. Past adverse reactions to the above products included drug hypersensitivity with codeine and mortin. Concurrent conditions included uterine prolapse. Family history included endometriosis. Concomitant products included hydrocodone bitartrate;paracetamol (norco), medroxyprogesterone acetate (depo-provera), morphine and pembrolizumab. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (to remove essure implant / hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 4 to 5 coils seen through each fallopian tube. Patient underwent diagnostic laparoscopy and possible laser and possible luna which confirms bilateral tubal occlusion proximal. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, dyspareunia and dysmenorrhea. Most recent follow-up information incorporated above includes: on 23-jan-2019: reporter, lot number, medical history added from medical record. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") in an adult female patient who had essure (batch no. 626626-valid,626828-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included gravida ii, parity 2, adenomyosis uteri, vaginal delivery (2) and gestational hypertension. Previously administered products included for an unreported indication: mortin and codeine. Past adverse reactions to the above products included drug hypersensitivity with codeine and mortin. Concurrent conditions included uterine prolapse. Family history included endometriosis. Concomitant products included hydrocodone bitartrate;paracetamol (norco), medroxyprogesterone acetate (depo-provera), morphine and pembrolizumab. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (to remove essure implant / hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 4 to 5 coils seen through each fallopian tube. Patient underwent diagnostic laparoscopy and possible laser and possible luna which confirms bilateral tubal occlusion proximal. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, dyspareunia and dysmenorrhea. Most recent follow-up information incorporated above includes: on 6-feb-2019: update of information (batch is not valid). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") in an adult female patient who had essure (batch no. 626626,626828-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included gravida ii, parity 2, adenomyosis uteri, vaginal delivery (2) and gestational hypertension. Previously administered products included for an unreported indication: mortin and codeine. Past adverse reactions to the above products included drug hypersensitivity with codeine and mortin. Concurrent conditions included uterine prolapse. Family history included endometriosis. Concomitant products included hydrocodone bitartrate;paracetamol (norco), medroxyprogesterone acetate (depo-provera), morphine and pembrolizumab. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (to remove essure implant / hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 4 to 5 coils seen through each fallopian tube. Patient underwent diagnostic laparoscopy and possible laser and possible luna which confirms bilateral tubal occlusion proximal. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, dyspareunia and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure was removed in (B)(6) 2010. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.